Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of embedded device ('the cornua reveal embedded metal coils consistent with essure coils'), device expulsion ('the cornua reveal embedded metal coils consistent with essure coils') and pelvic pain ('pelvic pain/chronic pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she did not undergo any essure confirmation test". The patient's medical history included: thyroid nodule, asthma, obesity and angioma of lip. Concomitant products included: acetylsalicylic acid (aspirin (cardio)), budesonide; formoterol fumarate (symbicort), ibuprofen, levothyroxine sodium (synthroid), paracetamol (tylenol) and salbutamol (albuterol hfa). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ blood clots"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), thrombosis ("blood or heart disorder/condition, type: blood clots"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2014, the patient experienced migraine ("migraine/headache"), alopecia ("hair loss") and fatigue ("fatigue"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("leg pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral salpingo-oophorectomy left side). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, pelvic pain, menorrhagia, vaginal haemorrhage, thrombosis, dysmenorrhoea, weight increased, dyspareunia, abdominal pain lower, alopecia and fatigue outcome was unknown. The migraine was resolving. And the pain in extremity and abdominal pain had resolved. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pain in extremity, pelvic pain, thrombosis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: surgical pathology report; the cornua reveal embedded metal coils consistent with essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 38.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the cornua reveal embedded metal coils consistent with essure coils'), device expulsion ('the cornua reveal embedded metal coils consistent with essure coils') and pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included thyroid nodule, asthma, obesity and angioma of lip. Concomitant products included acetylsalicylic acid (aspirin (cardio)), budesonide;formoterol fumarate (symbicort), ibuprofen, levothyroxine sodium (synthroid), paracetamol (tylenol) and salbutamol (albuterol hfa). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ blood clots"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), thrombosis ("blood or heart disorder/condition type: blood clots"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2014, the patient experienced migraine ("migraine/headache"), alopecia ("hair loss") and fatigue ("fatigue"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("leg pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral salpingo-oophorectomy - left side). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, pelvic pain, menorrhagia, vaginal haemorrhage, thrombosis, dysmenorrhoea, weight increased, dyspareunia, abdominal pain lower, alopecia and fatigue outcome was unknown, the migraine was resolving and the pain in extremity and abdominal pain had resolved. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pain in extremity, pelvic pain, thrombosis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: surgical pathology report: the cornua reveal embedded metal coils consistent with essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : events added-fatigue, hair loss, abdominal pain, leg pain. Patient demographic added, events outcome updated, events onset date, events severity, concomitant drug, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the cornua reveal embedded metal coils consistent with essure coils'), device expulsion ('the cornua reveal embedded metal coils consistent with essure coils') and pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included thyroid nodule, asthma, obesity and angioma of lip. Concomitant products included acetylsalicylic acid (aspirin (cardio)), budesonide;formoterol fumarate (symbicort), ibuprofen, levothyroxine sodium (synthroid), paracetamol (tylenol) and salbutamol (albuterol hfa). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ blood clots"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), thrombosis ("blood or heart disorder/condition type: blood clots"), dysmenorrhoea ("dysmenorrhea (cramping) chronic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2014, the patient experienced migraine ("migraine/headache"), alopecia ("hair loss") and fatigue ("fatigue"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("leg pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral salpingo-oophorectomy - left side). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, pelvic pain, menorrhagia, vaginal haemorrhage, thrombosis, weight increased, dyspareunia, abdominal pain lower, alopecia and fatigue outcome was unknown and the migraine, dysmenorrhoea, pain in extremity and abdominal pain had resolved. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pain in extremity, pelvic pain, thrombosis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: surgical pathology report: the cornua reveal embedded metal coils consistent with essure coils. Discrepancy noted in date of insertion (B)(6) 2013, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2021: pfs received. Outcome of the event "dysmenorrhea (cramping) chronic pain" was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the cornua reveal embedded metal coils consistent with essure coils'), device expulsion ('the cornua reveal embedded metal coils consistent with essure coils') and pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included thyroid nodule, asthma, obesity and angioma of lip. Concomitant products included acetylsalicylic acid (aspirin (cardio)), budesonide;formoterol fumarate (symbicort), ibuprofen, levothyroxine sodium (synthroid), paracetamol (tylenol) and salbutamol (albuterol hfa). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/ blood clots"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), thrombosis ("blood or heart disorder/condition type: blood clots"), dysmenorrhoea ("dysmenorrhea (cramping) chronic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain"). In (B)(6) 2014, the patient experienced migraine ("migraine/headache"), alopecia ("hair loss") and fatigue ("fatigue"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("leg pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral salpingo-oophorectomy - left side). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, pelvic pain, menorrhagia, vaginal haemorrhage, thrombosis, dysmenorrhoea, weight increased, dyspareunia, abdominal pain lower, alopecia and fatigue outcome was unknown and the migraine, pain in extremity and abdominal pain had resolved. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pain in extremity, pelvic pain, thrombosis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: surgical pathology report: the cornua reveal embedded metal coils consistent with essure coils. Discrepancy noted in date of insertion (B)(6) 2013, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received outcome of event " migraine/ headache" was updated as recovered. Patient address and date of insertion was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the cornua reveal embedded metal coils consistent with essure coils'), device expulsion ('the cornua reveal embedded metal coils consistent with essure coils') and pelvic pain ('pelvic pain/ chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraine/ headache"), thrombosis ("blood or heart disorder/ condition type: blood clots"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral salpingo-oophorectomy - left side). At the time of the report, the embedded device, device expulsion, pelvic pain, menorrhagia, vaginal haemorrhage, migraine, thrombosis, dysmenorrhoea, weight increased, dyspareunia and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, thrombosis, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: surgical pathology report: the cornua reveal embedded metal coils consistent with essure coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2020: plaintiff fact sheet and medical record received. The case was upgraded from non-serious incident to serious incident. Per medial record events¿ embedded device, and device expulsion¿ was added. Per plaintiff fact sheet, previously reported unspecified event ¿injury¿ was updated to more specified events¿ pelvic pain, abnormal bleeding (vaginal/ menorrhagia), dyspareunia, migraine/ headache, weight gain, dysmenorrhea, thrombosis, lower abdominal pain and medical device monitoring error. This case is medically confirmed. Patient demographics, medical history, essure removal date and reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.